Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not tracking fully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera is intermittently tracking and the cd drive is closing automatically. The camera is not able to track pointer movements, the site tried changing instruments with no resolution. The cd drive closes as soon as it opens. There was no patient present when this issue was identified.

Manufacturer narrative:
A second positioning sensor unit (psu) for the navigation system was returned for evaluation. Testing found that the event logs showed an intermittent laser battery error. It was noted that the psu passed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The psu was returned for analysis. After cleaning, the psu had normal tracking when connected to a known good system. A check of the event log revealed an intermittent laser battery fault. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned cd/dvd drive had no failure that was found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) and cd drive of the navigation system were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.